Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported they were preparing mammotome for a case and when attempting to initialize the probe, it gave her an error message. She tried again several times and was able to get the probe to initialize and was able to complete the case. There was no patient consequence.